Manufacturer narrative:
D10 concomitant product: unk dy, dialysis unknown (lot#unknown) endovascular closure of an acquired vascular fistula, an uncommon complication of a tunneled hemodialysis catheter / carlos ivan sol edispa-suarez / journal of endovascular therapy 2024, vol. 31(6) 1257¿1261 / sagepub.com/journals-permissions medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature report, tunneled central venous catheters (tcvcs) are commonly used for long-term vascular access for hemodialysis in the last stage of chronic kidney disease (ckd). This is a case study report of a 40-year-old man with stage 5 ckd. The patient had a history of tcvc placement in the right jugular (2016) and left jugular (2019) veins. The patient also had a tenckhoff catheter placed for peritoneal dialysis (2018), but it did not function for long as a result of recurring episodes of peritonitis caused by staphylococcus aureus. In addition, a non tunneled catheter was placed in the right femoral vein, and during the first dialysis, the patient developed fever, chills, and hypotension. In-hospital antibiotic treatment and new blood cultures were required. The femoral catheter was removed and was replaced with a new tcvc in the right jugular vein. The catheter tip of the left jugular tcvc was sent for culture. Results from the blood and catheter tip cultures indicated serratia plymuthica, a producer of ampc-type beta -lactamase, and candida parapsilosis, for which the patient was given parenteral treatment during 10 days of hospitalization. The patient experienced recurrent crb (catheter-related bacteremia) and was recurrently treated exclusively with intravenous antibiotics for 1 year since the previous year. Because during the previous year, ampicillin-sensitive enterococcus casseliflavus had been isolated twice, and later, oxacillin-resistant staphylococcus lentus had been isolated once from the left jugular tcvc. Systemic antibiotics were administered in these cases. The patient evolved asymptomatically.